Event description:
It was reported that a minimum fill notification occurred with multiple cartridges. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.